Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia at thirty eight beats per minute. The leadless implantable pulse generator (ipg) was set to sixty beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.